Manufacturer narrative:
Merge healthcare conducted an internal quality investigation to address the issue reported in recall 2183926-02/15/2016-031-c, FDA recall number z-0665-2017. Merge healthcare received reports of the hemo monitor application unexpectedly stopping to display and update patient data. When this issue occurs, the hemodynamics system is no longer capturing patient data. For customers who experience this issue, it is recommended that the hemo monitor pc is power cycled. Once the system is powered up, the hemo application should restart with normal functionality and will once again display, update and record patient data. The restarting of the hemo monitor pc may result 0630in a delay of up to two minutes while the system reboots. The investigation and troubleshooting activities conducted by merge healthcare found that the issue occurred due to an error when interfacing with a specific location within a schiller pdm (patient data module) file. Merge has validated and released a firmware fix for this issue. This fix is incorporated into the software upgrade of merge hemo 9.40.3 patch 1 (or later), or merge hemo 10.0.3 patch 1 (or later). The correction has been verified to be effective as is evidenced through the large reduction of customer complaints concerning this issue. Corrected data: the initial report did not indicate that the customer's reported problem was associated to this recall. However after a re-review of the customer's allegation and the fix applied to their hemodynamics software, it was determined that this complaint was related to this recall. Revised information contained in this supplemental report includes the following: h6 - evaluation codes: methods: 22 software evaluation. Results: 110 design error [the device or component had faulty (incomplete or incorrect) software design]. Conclusions code: 12 design deficiency [the device problem was traced back to the design specifications (e.g. In the requirements, testing processes, hazard analysis, implementation strategy]. H10 - indication of additional manufacturer information and corrected data are contained in this follow-up report.

Manufacturer narrative:
The customer reported to merge healthcare that intermittent freezing has been an ongoing problem at the site and has affected other procedures. However, the customer was unable to provide exact dates and event details pertaining to this problem. The customer also reported that it is not the site's normal workflow to use portable equipment in the event that such an occurrence should happen. Merge technical support upgraded the customer's hemo application to hemo v10.0.3 patch 1 since the issue the customer experienced has been corrected in this version. Device labeling, hemo-8928 release notes for hemo 10.0.3 patch 1, addresses the occurrence for such an issue with statements such as, "note: the current list of known issues for this product release is a subset of the complete list of known issues at the time of publication, representing the issues that are material and/or will affect a significant number of clients. In addition, this specific known issues list may not include issues that have been identified and/or addressed in previous version maintenance releases for this product. Please contact customer support if you would like additional information regarding known issues or if you would like to request a more complete listing."

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2017, a customer reported to merge healthcare that the hemo monitor froze intermittently during a procedure. Subsequently, the hemo monitor was rebooted and resulted in a loss of patient monitoring. The delay was ~5-6 minutes while waiting for the hemo system to boot up. With merge hemo not capturing physiological data, there is a potential for delay in treatment that could cause harm to the patient. However, the customer reported that the procedure was completed successfully once the hemo system was rebooted. Reference complaint-(B)(4).